Manufacturer narrative:
The device has not returned for evaluation. No photographs were provided; therefore, the complaint cannot be confirmed. There were no manufacturing or processing related incidents which would contribute to this failure mode. Based on the information provided, the root cause cannot be determined. If the device and/or additional information is supplied, a supplemental report will be submitted.

Event description:
It was reported that the driver is broken.